Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. A qualified associated cartridge and viscoelastic were indicated. The file indicated the use of a non-qualified handpiece. The only qualified handpiece for the company lens is the company handpiece. The root cause for the reported complaint appears to be related to failure to follow the instruction for use (IFU). The instruction for use (IFU) instructs that a company qualified delivery system combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that there was central divot in the middle of the lens. There was patient contact. Additional information has been received and lens was removed and replaced with no patient harm.